Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection found the cause was a loose processor board with the component missing screws. The reported condition was verified. The device was found out of specification in relation to the customer reported 'white screen' which was reproduced. The processor board required re installation to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a white screen. The problem occurred during testing at the biomed service department. There was no patient involvement. No additional information is available.